Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. The instructions for use indicate that ¿it is recommended that the right angle clip be secured to adjacent tissue by passing sutures through the two suture holes on the sides of the clip.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a vp shunt on (B)(6) 2016 due to hydrocephalus. According to the report, the ventricular catheter couldn't fit into right angle clip slot. Reportedly, five days later, the patient experienced cerebral bleeding, hernia formation in association with left hemiplegia. The report stated that the patient's head moved and the loose catheter caused cerebral bleeding. Reportedly, the device still remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.